Event description:
It was reported that bd integra¿ syringe w/ detachable needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305270; batch; no: 9001856. It was reported that shingles vaccine was leaking from syringe. Per complaint description: shingles vaccine leaking from syringe one happened saturday and the other happened monday. Both patients received a second does.

Manufacturer narrative:
H.6. Investigation: one 3ml integra syringe in a fully sealed blister pack, confirmed to be from batch #9001856 (p/n 305270), and one opened empty blister pack from the same batch were received. The samples were visually evaluated. No defects were observed with the syringe or needle. The one syringe was tested for leakage past stopper and at luer per procedure. No leakage was observed during the testing. No defects found with the returned sample. The reported defect was not identified in the sample received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 305270, batch no: 9001856. It was reported that shingles vaccine was leaking from syringe. Per complaint description: shingles vaccine leaking from syringe one happened saturday and the other happened monday. Both patients received a second dose.